Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons after four years of being implanted, along with the implantable cardioverter defibrillator (ICD) was abandoned. System was not replaced. No additional adverse patient effects were reported. Additional information indicated that the ICD was explanted due to scheduled radiation treatment. There were no contraindications related to the ICD itself. The lead was capped and left in place. The current treatment plan is to reimplant an ICD after the completion of the radiation therapy.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons after four years of being implanted, along with the implantable cardioverter defibrillator (ICD) was abandoned. System was not replaced. No additional adverse patient effects were reported.